Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It has been reported : "due to a chronic infection, the hybrid tep implanted on (B)(6) 2016 had to be removed on (B)(6) 2022. On the explanted implants, a corrosion reaction between the metal head and the stem taper was noticed, which exceeded the usual level".

Manufacturer narrative:
Reported event: an event regarding corrosion and infection involving a metal head was reported. Corrosion was confirmed via evaluation of the returned device. Infection was not confirmed. Method & results: product evaluation and results: visual inspection & material analysis: visual inspection of the returned device indicated damage on the head taper. This damage was consistent with the interaction between the head taper and stem trunnion. Debris was observed on the articulating surface and taper of the head. Eds showed the head base alloy was consistent with astm f1537 alloy and the samples of debris were consistent with a corrosion product, an oxide, material transfer from a stem base alloy and biological material. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. There has been 1 other similar event for the sterile lot referenced. Conclusions: it was reported that the patient was revised due to chronic infection and corrosion at the stem-head interface. Visual inspection of the returned device indicated damage on the head taper. This damage was consistent with the interaction between the head taper and stem trunnion. Debris was observed on the articulating surface and taper of the head. Eds showed the head base alloy was consistent with astm f1537 alloy and the samples of debris were consistent with a corrosion product, an oxide, material transfer from a stem base alloy and biological material. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It has been reported : "due to a chronic infection, the hybrid tep implanted on (B)(6) 2016 had to be removed on (B)(6) 2022. On the explanted implants, a corrosion reaction between the metal head and the stem taper was noticed, which exceeded the usual level".